Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which observed that the male luer lock came apart from the tubing (y-junction). The other components were observed to be correctly placed and according to specification. Due to the nature of the returned sample, no additional tests could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link non-dehp y-type microbore catheter extension set fell apart while attached to the patients port-a-cath. This was observed during patient infusion of mgso4 (magnesium sulfate) prior to chemotherapy. The line was clamped, the infusion was stopped, and the extension set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.